Event description:
It was reported that prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, the customer reported that the plastic end of the tip of the monopolar curved scissors (mcs) was broken/damaged. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube overmolded adapter. Material was missing and was not returned by the customer. The piece of missing material was approximately 0.06¿x 0.05¿. The complaint regarding physical damage was confirmed by failure analysis.